Manufacturer narrative:
Image analysis the customer returned one image. The image shows a hawkone ls shelf carton. The label shows that its lot number is 0011224575. Product analysis a visual inspection showed that the tip detached at the hinge pins as reported. The hinge pins are still attached to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone ls atherectomy device with a non-medtronic (terumo) sheath during treatment of a 100mm calcified lesion the patient¿s proximal superficial femoral artery (sfa). Artery diameter is reported as 50mm. Severe vessel tortuosity and severe calcification are reported. Lesion exhibited 95% stenosis. Sheath size was 7 french terumo. Guidewire was a zebra wire-.014 by abbott 315 cm in length. The IFU was followed and the device was prepped without issue. Very mild restraint was felt during advancement- bifurcation was tortuous. It is reported the tip came loose pulling into sheath. Guidewire lumen was not ripped. The tip did separate from hinge pin. The loose tip was still attached somewhat. Tip came out with rest of device on removal. Tortuous iliac bifurcation physician believes sheath had small kink in it which caused hawkone tip to come loose. A non-medtronic (boston- jetstream) device was used and also had tip come loose. Sheath looked kinked when pulled at end of case. No patient injury reported.